Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The complaint was confirmed for no pressure due to piston not engaging in the compressor.

Event description:
Provider states unit has no output. Evaluation found that the compressor pistons had failed.